Event description:
It was reported that a patient underwent an excision of recurrent carcinoma from right mastectomy site on (B)(6) 2022 and suture was used. During the procedure, the tip of the suture broke while in use. The needle tip was located and removed from the wound. No further information was provided.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5110745. Note: event reported via 2210968-2022-06288.